Event description:
On 11-may-2026, a sales representative reported via email that an ar-2324kbcsp 4.75 mm biocomposite knotless swivelock anchor would not cinch down during use in a shoulder arthroscopy procedure performed on (B)(6) 2026. A replacement device was opened and used to complete the procedure. No patient harm was reported. Additional information was received on 14-may-2026: the device failed completely with no resistance, slippage, or inability to hold tension noted prior to failure. The affected implant was removed and replaced with another ar-2324kbcsp 4.75 mm biocomposite knotless swivelock to complete the procedure. There was no delay in the surgery, and no additional anesthesia was required. There was no reported harm to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.